Manufacturer narrative:
Updated incident description and explant date based on additional information received for this event.

Event description:
Allegedly, fracture of the extensor neck in a cement-free prosthesis implanted in 2012 at bücken. Bfarm case number: 02681/21 additional information received on (B)(6)2021 from sales rep: date of revision 02/10/2021, and additional incident description. Allegedly, the neck broked during stoop, without external influence.

Event description:
Allegedly, fracture of the extensor neck in a cement-free prosthesis implanted in 2012 at (B)(6). Bfarm case number: (B)(4). Additional information received on 03/19/2021 from sales rep: date of revision on (B)(6) 2021, and additional incident. Description: allegedly, the neck broke during stoop, without external influence. Additional information received on 11/15/2021 form mpo sales-marketing germany from a legal claim on this case: added specific patient name, weight, height, birth date, implant date, event date. X-rays and images of the failed device were provided. Additional event narrative: allegedly, on (B)(6) 2021, this hip prosthesis suddenly gave way in the client's standing position without trauma while he was in a supermarket. As it turned out, the plug neck was broken. Immediate emergency medical treatment and short-term surgery were necessary. A report was also made by the linz-remagen joint hospital to the federal office for drugs in bonn on (B)(6) 2021. The patient is suffering walking difficulties, problems driving a car, was unable to work for months and to this day does not have a secure gait or secure footing. There are historical records of hip replacements on both legs and right knee replacement on the medical records provided.

Manufacturer narrative:
Section b.5: additional information in description / section h.6: health effect code added and research codes added.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, fracture of the extensor neck in a cement-free prosthesis implanted in 2012 at (B)(6). (B)(6) case number: (B)(4).